Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was changed during the procedure due to leaking. The device was placed for percutaneous drainage of the kidney during the procedure. Leakage was detected around the proximal luer lock fitting that connects the catheter to an external drainage tube. The external drainage tube was exchanged, but leakage was still detected. The catheter was then replaced with another catheter of the same type and the leaking ceased. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D10 ¿ product received on: 30jan2019. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, dimensional verification, as well as a visual inspection and functional test, were conducted during the investigation. The visual inspection of one 7.0fr mac-loc catheter in a used and damaged condition. The suture string was not present at the proximal end of the mac-loc hub. Biomatter was present on the device and in the distal sideports. We noted minor surface damage on the catheter tubing. The device was returned with the mac-loc in the unlocked position. A piece of sutures string was tied around the middle of the catheter tubing. Additionally, a document based investigation evaluation was performed for lot 9317356 was reviewed and found no relevant non-conformances. Cook concluded that only the recorded non-conformance from the mac-loc component lot is relevant to this incident. The lot was fully inspected, and any non-conforming product was scrapped. Because all relevant non-conforming product was scrapped, adequate inspection activities have been established, and there are no other lot related complaints that have been received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the information provided, visual inspection of device and the results of the investigation has concluded the cause traced to component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.